Manufacturer narrative:
Date sent to FDA: 08/19/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent right inguinal and umbilical hernia repair surgery on (B)(6) 2016 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿lysis of adhesions, peeling bowel and omentum off of the mesh in the right groin¿ and ¿there is also bowel stuck to the umbilical mesh. A piece of this was hanging down and was cut off and removed.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 05/21/2024. Additional information: this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 5/29/2024 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.